Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial, dry with residue/debris on the product. Visual inspection found visible damage to the lens. Dimensional and functional inspection found the lens within specifications. Claim#: (B)(4).

Manufacturer narrative:
H6-device code 1494: off-label use (under 21yrs of age at date of implant). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -14.50/1.0/087 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2023. On (B)(6) 2024 the lens was exchanged for a spherical lens of the same size due to refractive change over time. The replacement lens did not resolve the problem. Cause reported as unknown. See MFR# 2023826-2024-00903 for exchange lens.